Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on right ventricular (rv) channel. The physician stated that the issue was not able to be reproduced with muscle provocation and posture changes and recommended lead revision. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that during a follow-up, a warning was displayed for the rv electrode. The trend showed fluctuating stimulation impedances ranging from 650 ohms to 3000 ohms. All other measured values were within the normal range. Subsequently the rv lead was surgically abandoned, and a new lead was successfully implanted. The device currently remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).